Event description:
It was further reported that peripheral bleeding from both the deep femoral artery and deep femoral vein occurred right after implantation of the percutaneous heart pump under CPR (cardiopulmonary resuscitation). The patient developed hemorrhagic shock from the bleeding two days later. The patient was transfused with a platelet concentrate and the bleeding sites were stitched up. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).